Event description:
It was reported that a balloon rupture occurred. The 99% stenosed target lesion was located in the mildly tortuous and severely calcified mid left anterior descending artery. A 10mmx2.50mm wolverine coronary cutting balloon was selected for use. During the procedure, it was noted that the balloon ruptured at 10 atm for 10 seconds. The procedure was completed with another of same device. There were no complications and patient injury was reported. It was further reported that upon second inflation, the balloon ruptured at 10atm. The device was removed by the usual method without any problem.

Event description:
It was reported that a balloon rupture occurred. The 99% stenosed target lesion was located in the mildly tortuous and severely calcified mid left anterior descending artery. A 10mmx2.50mm wolverine coronary cutting balloon was selected for use. During the procedure, it was noted that the balloon ruptured at 10 atm for 10 seconds. The procedure was completed with another of same device. There were no complications and patient injury was reported.